Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor speeds were out of specification on the low end, and the device was out of calibration. The motor, switch, bearings, spring seal, and reciprocating arm were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign, event occurred in (B)(6).

Event description:
It was reported that outside of surgery, the unit was in need of annual calibration and maintenance. Inconsistent speed was confirmed after final assessment. There was no patient involvement. Due diligence is complete.